Event description:
It was reported by a patient that she has been experiencing sensitivity to light ever since her intraocular lenses were explanted in 2006. The patient has seen multiple doctors who indicated that she has dry eyes. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Placeholder.